Event description:
Attorney alleges that a physician reversed the leads when attaching them to the pacemaker. The device remains in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.